Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarms. Blood glucose level at the time of the incident was 98 mg/dl. Customer stated insulin pump was not exposed to a high magnetic field. During troubleshooting, customer reported that they were able to rewind. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, rewind and displacement test. However, unit unexpected seated at 0.5 lbs during prime/seating test test due to moisture damage at motor assembly. Unable to perform basic occlusion test, occlusion test, force sensor test or verify pump error due to prime / seating anomaly. Unit received with minor scratched display window, case and keypad overlay.